Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customers blood glucose rose to 530 mg/dl on one occasion and was treated with an insulin injection. The customer continued to use the pump and a replacement was sent to the customer to resolve the ongoing occlusions.